Event description:
It was reported that was unable to charge implantable pulse generator (ipg) because charger could not connect to the ipg, so physician needed to revise pocket. The implanted ipg was completely dead so we could not check impedances in the operating room. The physician decided to use new ipg so he could check impedances. The patient underwent an ipg replacement procedure and was doing well post operatively. The hospital and the doctor did not release the old ipg, and it will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.